Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 3 years. Unfortunately, the reason for explanting the device was not provided. No other details reported. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a product malfunction or quality deficiency related to the edwards valve. The device was replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
(B)(4) = suture looping. Additional manufacturer narrative: through follow-up with the health-care provider, it was learned that the device was explanted due to severe mitral regurgitation and perivalvular leak, secondary to suture looping. According to the operative report, the mitral valve was found to have a suture loop around one of the struts that was in the rv outflow tract causing turbulence and also failure of the suture to be properly tied, and therefore this was the site of the perivalvular leak. It was also performed the attachment of the pericardial tissue to the strut, therefore, deforming the tissue and creating central regurgitation. The valve was replaced with another edwards valve with satisfactory results. Suture loops occur when a suture is caught on the stent post or commissure and prevents the leaflets of a bioprosthetic heart valve from functioning properly. This occurs due to improper technique or poor visualization of the valve during implantation, and is not a malfunction of the device. In mild cases, it may go undetected and may cause mild regurgitation. In other cases, severe regurgitation may result which may be detected during the procedure or at some later time during the post-operative period, which may require reoperation. Edwards' valves have a specialized holder designed to prevent or minimize suture looping. The instructions for use (IFU) contain the following caution statement: caution: avoid looping or catching a suture around the open cages, free struts or commissure supports of the valve which would interfere with proper valvular function. The IFU further instructs the surgeon on how to avoid suture looping. In this case, the surgeon has indicated that this event was procedure related and not due to a device malfunction. No further actions are possible.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No further actions are possible with the available information.